Manufacturer narrative:
The technician found the brake her rod screws were sheared off and the brake casters were worn. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake hex rod screws and casters to resolve the issue. The technician also installed a brake steer upgrade kit. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding at the head of the stretcher. The bed was located in 6s. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).